Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter ac*t diff analyzer generated aperture alerts (xs) on controls. Customer reported that they performed a shutdown and then a startup cycle and noticed the red blood cell (rbc) and white blood cell (wbc) baths were overflowing. Customer reported that a mixture of diluent and possibly lyse was spilled. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found and removed a clot in tubing located at pinch valve lv14. The fse verified the repair and validated the system.